Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient's scs system was explanted due to the patient no longer receiving pain relief. The exact date of explant is unknown.